Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl. Customer stated that she was putting in right carbs and eating healthy. Customer stated that she noticed air bubbles in tubing. Current blood glucose value was 260 mg/dl. Customer did not report any symptoms due to high blood glucose. Customer did not use auto mode feature which is used to automatically adjusting insulin delivery at time of high blood glucose. Customer use insulin pump, manual injections to treat high blood glucose. This recent high blood glucose event was happened before 2 months ago. The insulin pump will not be returned for analysis.